Event description:
Medtronic received additional information that the amount of inaccuracy was less than 2 millimeters bilaterally.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis reviewed the archive and it contained contains 3 CT and 3 MRI exams. 2 CT exams are having poor in quality. Mr-2 was having 2.5 mm spacing and thickness. Suggesting to do the scan with 1 mm or less slice thickness, which produces highest quality data set for surgical planning and navigation. There was not enough information regarding the exact cause of inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available at the time of filing. The software archives from this event were received. Analysis was not completed at the time of filing. Concomitant medical products: other relevant device(s) are: product ID: 9735737, version: (B)(4). Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported that during the case, the surgeon alleged an inaccuracy in the lead trajectory. This was a deep brain stimulation (dbs) case using a third party scanner. The surgeon had to manually merge the third party scanner exam to the anatomical reference. The procedure was completed using navigation. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue. The inaccuracy was not immediately suspected as a navigation system issue but rather user error or movement after registration until the surgeon looked back at the case and then questioned accuracy. Additional information was later received indicating that this event had a potential connection to a poor merge with the third party scanner exams. It was also noted that the likely cause of the inaccuracy was due to a poor merge from limited anatomy and a small field of view of the intra-operative computed tomography (CT) exam.